Event description:
During a coronary drug eluting stenting treatment procedure, the stent was damaged. A 2.50x12mm sprinter balloon and a 2.75x18mm nc stormer balloon were used to pre-dilate the left anterior descending (lad) artery. A 2.75x24mm taxus express2 drug eluting stent was unable to cross a lesion in the lad. The stent was pulled back into the guide catheter when it was noticed that the stent struts were flated. No other stent was used to cross the lesion. No pt complications were reported.